Event description:
Additional information reports the lesion was 85-90% occluded. The vessel had been predilated with a maverick balloon prior to the stent implant. The guide catheter was sized appropriately for the delivery system and no defects were seen prior to the passage of the catheter.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure catheter shaft damage occurred. In 2005 the target lesion was located in the right coronary artery (rca). As the taxus express2 2.75 x 20 mm drug eltuing stent was being passed through the guide catheter, it snapped. The device was removed from the pt and a taxus express2 2.75 x 20 mm stent was used successfully complete the procedure. There were no pt complications.